Event description:
One patient sample with discrepant hcg results. Initial results 1222 iu/l. Same sample repeated three times giving 1.02 iu/l, 2.25 iu/l & 0.934 iu/l respectively. If additional information is received, appropriate notification will be provided.